Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced unintended stimulation due to the lead migration (date of event unknown). Consequently, surgical intervention was taken where the physician explanted and replaced one of the leads which resolved the issue. Reportedly, the patient has effective therapy postoperatively. The patient received two scs leads with a same lot no.